Manufacturer narrative:
Mentor received new information on august 24, 2021 indicating that the left implant was deflated and the right side was intact. As a result, patient underwent bilateral replacements with mentor silicone implants. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient underwent bilateral replacements as follow: l/ cat#: 3503001bc, sn#: (B)(6) , r/ cat#: 3503001bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision on the right side and primary augmentation on the left side with a mentor smooth round moderate plus profile, 300cc saline prosthesis experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacements with unknown implants on (B)(6) 2021. This report relates to the right prosthesis. Note: previous event captured in manufacturer report number: 1645337-2019-17647.